Manufacturer narrative:
Date of event: exact date unknown, event occured for some time in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing loss and inadequate stimulation. It was also reported that the patient felt unwanted sensations, particularly while walking. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.